Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through thv hotline via field clinical specialist who received the information from the physician, approximately 1 day post implantation of a 26mm sapien 3 ultra valve in the aortic position, the patient experienced a heart block and was taken back to the cath lab for evaluation. During the evaluation, it was discovered that the valve had migrated to the left ventricular outflow tract (lvot). The decision was made to explant the valve and it was replaced with a 25mm surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: health effect - clinical code, device code(s)m type of investigation, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and it was observed that from annulus and left ventricular outflow tract (lvot) view, the diameter was 31.5mm (max) and 23.0mm (min). The area derived of annulus and lvot were between 579.8mm (2) to 597.6mm (2). As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provides guidance for warnings, potential adverse events and procedural training manual for valve sizing. Warnings: incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device migration or malposition requiring intervention. And procedural training manual for valve sizing: confirm thv size, confirm native annulus area and/or diameter. Assess anatomy and calcification and select thv size. Note: thv size recommendations are based on native valve annulus size, as measured by tee or CT. Multiple imaging modalities should be considered during thv size selection. Note: patient anatomical factors and risks associated with under sizing, and oversizing should be considered during note thv size selection. It may not always be possible to implant the larger thv size in borderline cases: the smaller thv size is recommended for borderline cases in special situations. No IFU/training deficiencies were identified. A risk management documentation review was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv embolized into ventricle resulting in surgical intervention. The complaint for "thv migrated" was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Improper valve deployment position or insufficient anchoring between the valve may result in valve migration. As reported, "approximately 1 day post implantation of a 26mm sapien 3 ultra valve in the aortic position, the patient experienced a heart block and was taken back to the cath lab for evaluation. During the evaluation, it was discovered that the valve had migrated to the left ventricular outflow tract (lvot)". Per imaging evaluation, the diameters of annulus and lvot were 31.5mm (max) and 23.0mm (min). The area derived of annulus and lvot were between 579.8mm (2) to 597.6mm (2) (figure 1). Per training manual, a 29mm was recommended. However, the size 26mm (smaller) valve was selected, may be due to the patient had bicuspid aortic native valve. In this case, the select valve (26mm) was undersized against to the patient's annulus characteristic, so there was potentially loose anchoring to the annulus, which eventually resulted in migration of valve to ventricular. As such, available information suggests that procedural factors (undersized valve) may have contributed to the complaint event.